Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had multiple insulin pump error alarms multiple times during basal. The customer¿s blood glucose level was unknown. The customer reported that when they changed battery and when came back on said that delivery had stopped. The customer reported that they were able to clear the alarm and rewind the insulin pump. They stated that the insulin pump failed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 75, no pump error 68 and no pump error 49. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).